Event description:
During the ercp, difficulty in cannulation of the bile duct was experienced. A pancreatic stent was placed in order to assist in cannulation. Finally, a biliary stent was able to be placed, which facilitated good bile flow. After the ercp was completed, the x-ray films identified a marker band from the oasis introducer remained inside the bile duct. The original plan was to monitor patient and have the patient return in 2 months for a routine ercp. Due to detachment of the market band, the ercp procedure was performed earlier than planned at 2 days post stent placement procedure. The biliary stent was removed with a snare and an extraction balloon was used to remove the marker band from the duct. The patient developed post ercp pancreatitis, but the initial reporter indicated this was not a direct result of band detachment.